Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The fse logged in and monitored the system. The fse identified that the network to be rebooted. They rebooted the network host and all the mx40s began to connect and display the vitals in the sectors. Confirmed with the customer and they verified that can monitor patients. Based on the information available and the testing conducted, the likely cause of the reported problem was a network issue. The reported problem was confirmed. The network was rebooted and reconnected the mx40s to the central station. It was confirmed that all was operational per specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the 6th, 7th and 8th floor mx40s are not connecting to central station. The wireless telemetry is not pulling vitals. The device was in clinical use monitoring patients at time of event, no adverse event was reported.